Event description:
During a tme procedure, the device was alarming during the procedure. Heard a solid tone. Changed to another device and finished the procedure. There was no reported pt consequence.